Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, high impedance, partial inhibition of ventricular stimulation and oversensing was noted. Fluoroscopy revealed the ventricular lead was not connected properly to the device. A revision was performed and the device was attached correctly. All values following the procedure were good and the patient was in stable condition following the procedure. The patient experience no adverse consequences due to this event.